Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device has not been returned to resmed for evaluation. Therefore, resmed is unable to confirm the reported complaint. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).